Event description:
It was reported that the battery of the interpulse handpiece with bone cleaning tip heated up during preparation for use. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The device was discarded by the user facility, therefore, the reported event was not able to be confirmed. Customer discarded.